Event description:
This is filed to report recurrent mitral regurgitation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip total was implanted reducing the mr to 3-4. On an unspecified date, the patient returned with recurrent mr that was moderate to severe. The clip was stable on the leaflets. A transcatheter mitral valve replacement (tmvr) procedure was performed on (B)(6) 2022. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation cannot be determined; however, mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.